Manufacturer narrative:
Concomitant products: product ID 3708160, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, product type lead. (B)(4).

Event description:
It was reported there was a possible problem with the implantable neurostimulator (ins). The charge on the ins was only lasting one to two days. The patient noticed he was charging more often and it wasn¿t lasting as long. This issue started two to three months prior to the report. It was noted he was using the same ins. A healthcare provider (hcp) further reported that the patient stated their ¿battery was running low; and needed it replaced.¿ no interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.